Manufacturer narrative:
The distal end of the inserter where the anchor eyelet interfaces is damaged as well as the hex portion of the anchor. This condition is consistent with either improper site preparation or excessive torque being applied during use. Breakage of the suture anchor can occur if predrilling is not performed prior to implantation. Excessive force during insertion is also a cause for failure of the suture anchor or insertion device. Device history review confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot. Use error cannot be ruled out as a potential contributory factor for this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw could not be inserted and broke during implantation. All broken fragments were removed from the patient. A backup device was available to complete the procedure. No surgical delay was reported for this incident. No patient impact reported.